Event description:
This pacemaker has been found in standby during the yearly follow-up. It has been reset successfully. No more information about the patient and its activities. The physician really wants an answer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - the subject pacemaker switched in standby mode on (B)(6) 2023. - the pacemaker switched in standby mode following the detection of a corruption in device memory data upon memory integrity self-checks. The programmer has requested the switch in standby mode because at least one bit was corrupted. This is a well known and non-destructive phenomenon in microelectronic circuits. - a first re-initialization attempt was done by the programmer, but the physician did not accept it on (B)(6) 2024 at 08:42 (programmer time). - a second re-initialization has started on the same day at 08:43 (programmer time) but the physician has clicked on the nominal button leading to the re-initialization interruption. - the third re-initialization attempt was successfully completed at 08:49 (programmer time) and the normal pacemaker functioning was restored. For more details, please refer to the attached analysis report.